Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's blood glucose (bg) level was "high" (specific value was not provided). Customer gave a correction bolus via the pump to address bg level. The customer continued to use the pump for insulin therapy.